Event description:
A report received from another country indicated that, six months after implanting a cypher stent in a saphenous vein graft between the distal right coronary artery and the third postero-lateral branch of the coronary artery, the cypher stent restenosed at the flexion area of the stent. A fracture was also noted in the same vicinity. The cypher stent was implanted at 16 atms, inflation time and pressure unk. Post-dilatation was not needed as the intravascular ultrasound showed good wall apposition. According to the report, the stent fracture was diagnosed, as the stent struts could not be observed. An attempt to confirm the stent fracture by intravascular ultrasound was not successful, as it could not cross the lesion. The restenosis was treated by implantation of a vision bare metal stent. Six months after implantation of the vision bare metal stent, coronary angiogram showed the bare metal stent had also fractured. According to the physician, the cypher stent fractured because the saphenous vein graft easily became tortuous and adhered to the surrounding areas leading to mechanical stress. And the area where the stent was implanted has strong-hinged stress with mechanical contractions.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.